Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed, but noted to be difficult, and multiple grasps were attempted. While advancing the delivery catheter (dc) handle, a curve was noted in the shaft. Tension was released on the device, but the curve remained in the shaft and proper steering was no longer possible. The clip was not implanted and the cds removed. A new cds was used successfully. Two clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. The reported bent shaft and difficulty positioning the delivery catheter (dc) were confirmed during returned device analysis due to observed protrusion of the m cable lumen coils on the sleeve. It was determined that the cause is potentially related to manufacturing issue and/or design issue. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information available, the reported bent shaft and difficult dc shaft positioning were confirmed during returned device analysis due to observed protrusion of m cable lumen coils on the sleeve; therefore, this appears to be a potential product issue. The reported bent shaft and difficult dc shaft positioning appear to be cascading effects of the observed material protrusion. The reported failure to grasp the leaflets was a result of the procedural circumstances/secondary effect of the difficult dc shaft positioning. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.